Event description:
Customer reports she was receiving a bolus that she did not initiate. Customer stated that they immediately went into manual mode and requested to insulin to be paused as they did not need a bolus.

Manufacturer narrative:
The case description states that the user delivered a bolus for a meal at 7:30am but then received an uncommanded bolus as 11:54 am on 06oct2023. The user states the bolus from 7:30 am is not in the pod history. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit logs found only one bolus delivered on the date of occurrence when accounting for the user's time zone. A 1.15u bolus was delivered at 11:54 am. This bolus showed evidence of interaction during the programming and starting of each bolus at 7:29am. The logs show that the controller was interacted with to enter the bolus calculator screen, carb values were entered 1 digit at a time to enter 25 grams, the use cgm option was used to load a bg value of 122 mg/dl and the controller went through the steps to confirm and start the bolus. The bolus calculator suggested a total bolus of 1.15u based on these inputs. Although these were all programmed at 7:29 am, the bolus did not actually deliver until 11:54 am. The audit file shows that the bolus command was sent at 7:29 am before being interrupted and actually running the bolus at 11:54 am. The engineering logs also show a skip in time at these 2 points with no entries between the two points and the pdm starting back up at 11:54 am. Further inspection of the log files found that the deliver bolus flow was interrupted and was not resumed and completed until after the pdm was rebooted. The system was found to act as expected and did not deliver an uncommanded bolus.